Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adverse patient outcomes against the hernia mesh device; however, specific details have not been provided. Review of the adverse reaction section of the IFU lists adhesions, hernia recurrence and inflammation as possible complications. In regards to the alleged infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the marlex mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the composix mesh e/x (device #2). H11: this is an addendum to the initial emdr submitted on 28-apr-2020. This supplemental emdr is submitted to correct previously reported information in the h10 field. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol marlex mesh (bard flat mesh) on or about (B)(6) 2004, for the repair of abdominal hernia. On or about (B)(6)2006, the patient was implanted with a non-bard/davol surgical mesh in the abdomen to repair an abdominal hernia. On or about (B)(6) 2007, the patient underwent revision of the bard/davol marlex mesh (bard flat mesh) and the non-bard/davol surgical mesh to repair the abdominal hernia. During he repair, the patient was implanted with a bard/davol composix e/x. On or about (B)(6) 2009, the patient underwent removal of the mesh products. It is alleged that the patient experiences and/or continues to experience chronic and severe pain, chronic inflammation, giant cell reaction, infection, adhesions, and necrosis. It is also alleged that the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. It is also alleged that the patient sustained injury, severe and permanent pain, suffering, anxiety, depression, disability and impairment. It is alleged that the device is defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adhesion, hernia recurrence, necrosis, infection, inflammation, injury, pain, pain and suffering, permanent injury, surgical interventions, past, present and future damages, however, no details have been provided. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and hernia recurrence are possible complications. ¿in regards to the alleged infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis.¿ no medical records, autopsy, or death certificate have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. The lot met all acceptance criteria and procedural requirements for sterilization lot release. A review of the IFU finds it to be adequate. Fmea review finds that the severity of post-op complications may in some cases result in a critical health hazard. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the IFU and fmea does not assist in the identification of the root cause of the patient's alleged post-op complications. This emdr represents the marlex mesh (bard flat mesh) (device #1) the PMA/510(k) # is identified as 'pre-amendment' for this device. An additional emdr was submitted to represent the composix mesh e/x (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol marlex mesh (bard flat mesh) on or about (B)(6) 2004, for the repair of abdominal hernia. On or about (B)(6) 2006, the patient was implanted with a non-bard/davol surgical mesh in the abdomen to repair an abdominal hernia. On or about (B)(6) 2007, the patient underwent revision of the bard/davol marlex mesh (bard flat mesh) and the non-bard/davol surgical mesh to repair the abdominal hernia. During he repair, the patient was implanted with a bard/davol composix e/x. On or about (B)(6) 2009, the patient underwent removal of the mesh products. It is alleged that the patient experiences and/or continues to experience chronic and severe pain, chronic inflammation, giant cell reaction, infection, adhesions, and necrosis. It is also alleged that the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. It is also alleged that the patient sustained injury, severe and permanent pain, suffering, anxiety, depression, disability and impairment. It is alleged that the device is defective.